Manufacturer narrative:
This is the final report.

Event description:
A report of pain at the ipg site was received. The patient had lost weight therefore causing the ipg to move. The physician injected the site to treat the patient's pain. The type of injection was not provided. The physician stated the injection did help with the patient's pain.